Event description:
As reported under the study , the patient had three smart stents implanted in the right sfa on february 14,2006. Peripheral thrombus was noted in the fibular artery. The patient was in the intensive care unit for 02 days. Teh outcome was noted to be resolved at the time of this report. In addition the patient experienced an occluded profunda artery, which was reported to have been resolbed by the pta.

Manufacturer narrative:
A patient, with multiple risk factors, enrolled in the super sl study from germany, had three smart stents implanted in the right superficial femoral artery (sfa) on february 14, 2006. The lesion was described as a straight, de novo lesion with a total length of 210 mm. During the placement of the third stent, a dissection developed. While testing this dissection with percutaneous transluminal angioplasty (pta), the profunda artery became occluded. After successful pta, a thrombosis developed in the fibular artery, which was then treated with lysis in the intensive care department. The outcome was noted to be resolved. The product could not be returned for analysis. Manufacturing records for this lot were reviewed and results indicate that product met quality requirments for product acceptance. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.